Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) could not stay powered on intermittently was confirmed during functional testing. The root cause of the observed issue was a failed processor board, likely caused by a failed component. No physical damage was observed on the returned autopulse platform. Archive data could not be downloaded due to the failed processor board. Initial functional testing could not be performed due to the platform could powered on briefly and powered off on its own every time when tested with multiple batteries, thus confirming the reported complaint. The processor board was replaced to remedy the issue. The brake gap inspection was performed and verified the brake gap was within the specification. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6). B3, the date of event is unknown.

Event description:
During a shift check, the autopulse platform (sn (B)(6)) could not stay powered on intermittently. No patient involvement.

Manufacturer narrative:
**UDI related data quality updates only.**